Event description:
The customer was hospitalized for high bgs. The customer had a back up plan. Suggested the customer to take a manual injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. Explained to the customer the two bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.